Event description:
It was reported "helium loss alarms - switched out quickly with another pump." Patient current condition is unknown at the time of this report. Additional information not received by complainant.

Manufacturer narrative:
(B)(4). The reported complaint of "helium loss alarms" is not able to be confirmed. No part was returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "helium loss alarms - switched out quickly with another pump." Patient current condition is unknown at the time of this report. Additional information not received by complainant.